Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form through email reporting a pump replacement. The reason for replacement was reported to be a lack of therapy. Agent reported that an underinfusion was alleged as well, the expected volume was 7ml and the actual aspirated volume was 20ml. The device was discarded.